Event description:
(B)(4). In (B)(6) of 2013, I had the essure procedure done. My doctor guaranteed this product 100%. She said there were no known side effects. And that I was a good candidate for it due to my busy life style. Once I had this device implanted, I bleed for 3 months after it was placed. My doctor had told me at the time (B)(6) would cover the dye test at 3 months to make sure the coils were placed right. 3 months came around and (B)(6) would not cover the dye test. At that point, I had already known something was wrong. I had already received terrible migraines and my periods went from 7 days to 14 days long not to mention the chunks of hair I was loosing and the constant abdominal pain. Within 6months of having essure, I constantly felt bloated and I started bleeding in between periods. I'm at the point now where I constantly bleed. I have recently purchased health insurance and am waiting for it to become active to return to the doctor. I just want my body back and to be able to feel normal again. Other than the mild case of asthma, I have been a completely healthy person. I have never suffered from headaches or any of the above symptoms listed; I also always stayed at a good weight and since this procedure, I now struggle with my weight regardless of how much I exercise, I always stay within (B)(6) of my current weight which is 15 to 20lbs more than my weight before essure.